Manufacturer narrative:
(B)(4).

Event description:
It was reported to a company representative that a recently implanted vns patient is experiencing choking, coughing, gagging, and regurgitation. The vns has never been turned on. After patient followed up with the implanting surgeon, it was determined that the patient has damaged vocal cords, and is experiencing voice alteration. The patient and neurologist refuse to turn on vns and the patient is asking to have it removed. Additional relevant information has not been received to-date. No known surgery has occurred to-date.